Event description:
Additional information was received as follows: it was reported that the patient was diagnosed with syncope approximately one month ago. The light-headedness responded to 1l ns bolus with complete resolution. The investigator assessed the event as not related to the study device and it is related to the study procedure. It was reported that the patient had a low hct/low hgb that began approximately one month ago. The event required prolonged hospitalization and was treated with a transfusion. The event is continuing. The investigator assessed the event as not related to the study device and it is related to the study procedure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 7.1 cm diameter abdominal aortic aneurysm approximately four weeks ago. The infra-renal neck angle was 25 degrees. The proximal aorta was 22 mm in diameter and 40 mm in length and distally it was 40 mm in diameter. The right and left iliac arteries were 9 and 11 mm in diameter respectively. The right and left femoral arteries were 5 and 3 mm in diameter respectively. The right iliac artery was severely tortuous with 50% stenosis while the left iliac artery was moderately tortuous with 60% stenosis. It was reported that after the stent graft was deployed the physician experienced difficulty removing the delivery system. Upon removal it was noted that there were kinks on the graft cover of the delivery system. The proximal end of the stent graft was placed with the suprarenal stents crossing both renal arteries. The distal end of the right limb was placed distal to the internal iliac artery while the distal end of the left limb was placed proximal to the internal iliac artery. Another manufacturer's balloon was used during the procedure. There was access difficulty due to the small iliac vessels. A type ia endoleak was noted and corrected by remodelling with a balloon. Two stents from another manufacturer were also placed. No clinical sequelae were reported and the patient is fine. The device was returned and its evaluation has been completed: the stent graft was deployed in the case and remains in the patient. The slider handle was retracted 4mm. The taper tip was not re-seated into the graft cover and was extending out 28mm. The spindle was recaptured into the sleeve. There were multiple kinks on the sheath at 74mm and 210-225mm, which had accordion damage. There was damage at the base of the taper tip. The removal difficulties was determined to be caused by the tortuous and calcified vessels. The kinks are most likely caused by the use of force in attempts to overcome the removal difficulties. The damage to the base of the taper tip is most likely cause by calcification in the vessel. There were no issues with the device and it is not a factor to this event.

Manufacturer narrative:
Results: inherent risk of procedure (kink). Patient's condition affected effectiveness of device (small femoral arteries). Incorrect technique/procedure (device used in a patient with small femoral arteries). Conclusion: device failure/lack of effectiveness related to patient condition (small femoral arteries). Operational context contributed to event (device used in a patient with small femoral arteries).